Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that compatibility guidelines were requested for an MRI which was unrelated to the patient¿s device/therapy. However, it was reported that the patient¿s battery was not working and they were supposed to be having their system explanted. The hcp didn¿t know why they wanted to explant the system. It was reported that the patient told the hcp that the ins didn¿t hold a charge for very long and it was stated that the ins was currently unresponsive. It was unclear if the patient had been maintaining the charge of the ins. It was reviewed that the ins would need to be recovered if they want to be able to put the ins into MRI mode. It was asked but was unknown when the issue of the patient¿s ins not holding a charge began. The time since the ins had been charged and the ins becoming unresponsive was also unknown. No further complications were reported/anticipated.